Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Same like product. What tissue was being approximated or sutured when it broke? Vessel. What is the current condition of the patient? Fine. Procedure date? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2022-00353.

Event description:
It was reported that a patient underwent an unknown vascular procedure on an unknown date in 2021 and suture was used. During the procedure, the suture broke when sewing the vessel. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.